Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2021. During the procedure, the band was unable to be released. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Additional information received on august 22, 2021 note: it was reported that the ligator shrink wrap was removed at the beginning of the device setup process, prior to securing the ligator head on the scope which is earlier than what is instructed in the device instructions for use (IFU).

Manufacturer narrative:
Block h6: medical device problem code a050501 for the reportable issue of bands unable to deploy. Block h10: investigation results the returned speedband superview super 7 was analyzed. A visual evaluation noted that the handle assembly and ligator head were returned with the device. The tripwire was not secured in the handle assembly and the slack was not taken up correctly. It was also possible to observed that the ligator head was returned with all the bands attached. Microscopic examination was performed, and it was found that the ligator head teeth were damaged. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No other issues with the device were noted. The reported event was confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire was not secured in the handle assembly, nor did the handle have evidence that the trip wire was previously secured. Additionally, the slack on the trip wire was not taken up properly. It was also reported by the customer that the user removed the shrink wrap at the beginning of the device set-up. This step should be one of the last steps to be performed in preparation. Failure to follow these steps can affect the overall performance of the device by causing the trip wire to slip through the handle assembly leading to an inaccurate deployment of bands and more tension on the device. The extra tension applied to the device can lead to the damage seen on the ligator head teeth. Taking all available information into consideration, the most probable root cause of this event is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2021. During the procedure, the band was unable to be released. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.